Event description:
This (B)(6) male was mowing the lawn, per his wife who, noticed him collapsed on the lawn and activated the ems sys. Resuscitation efforts began when ems arrived. Was defibrillated 9 x's prior to arrival; intubated, transported to (B)(6) ed, then to (B)(6), where he underwent emergency cardiac catheterization followed by a pci. Pre-procedure diagnosis: acute anterolateral myocardial infarction complicated by cardiogenic shock/acute left ventricular failure/respiratory failure with concomitant possible anoxic encephalopathy. During the procedure, the lad was found to have a significant volume of intraluminal clotted blood for which a medtronic export catheter was employed to aspirate the clot. Upon attempting to remove this catheter, resistance was met. The physician removed the wire, balloon catheter and the "aspiration" catheter (medtronic export catheter) in an alternative sequence than the sequence usually employed. This may have added minutes to the procedure. The procedure was complicated additionally by ventricular fibrillation and persistent cardiogenic shock. Ef estimated to be 10%. Within 24 hours the pt was transferred to (B)(6) for a ventricular assist device. The pt subsequently expired at the other facility. Awaiting physician review. The aspiration catheter was set aside and has been returned to the MFR for analysis.